Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, an 18f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered moderate/severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when resistance was met. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: device sheath valve kept pushing back the bypass tube. New device opened but white tube wire lumen was lost. 3rd device opened, entire sheath and device replaced and worked well. Immediate hemostasis. Additional information: second device deployed in first device valve experienced push back from bypass tube. Guidewire lumen also was pushed out with advancing, but due to physician error. (Related to MDR 3010252479-2022-00395 manta).

Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow up report will be submitted after investigation.